Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: date of event is unknown. It was reported to boston scientific corporation that an endovive low profile balloon replacements device was placed in an enteral feeding replacement procedure in 2006. According to the complainant, while the patient was taking a bath, the balloon ruptured. Another device was used to replace this device (unknown device). There were no patient complications reported as a result of this event. The patient's condition was reported to be "good."